Event description:
Per the clinic, the patient experienced pain and fluid built up at the implant site. Subsequently, an aspiration was performed to clear the fluid (specific date not reported) and the patient was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). The patient was re-implanted with the same implant using a new fixture at a different site on (B)(6) 2025. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced poor sound quality and noise with and without the device use along with tinnitus. The patient was also hospitalized on (B)(6) 2025 (specific date and duration not reported) during when the device repositioning surgery onto a new internal fixture took place. The implanted device remains.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 30, 2025 was filed inadvertently. No loss of osseointegration and explant has occurred. Per the clinic, the patient underwent a device repositioning surgery on (B)(6) 2025 (date not reported).